Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After impacting the prosthesis, the surgical nurse noticed that a ball bearing of the hip end effector was lying on the floor. In order to exclude that further metal parts remained in the patient, an additional x-ray picture was made. No replacement device was used. Update: "5 minutes surgical delay."

Event description:
After impacting the prosthesis, the surgical nurse noticed that a ball bearing of the hip end effector was lying on the floor. In order to exclude that further metal parts remained in the patient, an additional x-ray picture was made. No replacement device was used. Update: "5 minutes surgical delay."

Manufacturer narrative:
Reported event: it was reported that after impacting the prosthesis, the surgical nurse noticed that a ball bearing of the hip end effector was lying on the floor. In order to exclude that further metal parts remained in the patient, an additional x-ray picture was made. No replacement device was used. Update: "5 minutes surgical delay." Product evaluation and results: visual inspection: the hip chuck slide assembly which holds the ball bearing was broken inside. Product history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) were accepted into final stock (including serial (B)(6)) on 06-09-2019 with no reported discrepancies. A review of qt 19-07-0030 revealed that the 9 rejected devices were re-inspected and accepted into final stock on 09-11-2019. The non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19241118 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1414603 and CAPA 1450905.